Event description:
It was reported that "tip of the screwdriver broke off when driving a screw. Tip of the driver was removed from the screw, and not left in pt."

Manufacturer narrative:
Hosp discarded device. No eval will be performed. If add'l info becomes available it will be submitted on a supplemental report.